Manufacturer narrative:
Unit passed displacement test, however unit failed sleep and active current measurement and received unexpected battery power loss due to moisture damage.

Event description:
The customer reported via phone call that they had issue with the insulin pump reading the battery. The customer's blood glucose level was unknown. The customer stated that they were not sure why it was not recognizing her new batteries as being new. Customer stated the type of battery in use is alkaline. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm and timing was less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. Customer stated the battery was not previously used. Customer stated the battery cap not loose, cracked or damaged. They stated that this was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.